Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 703:00, which occurred in medical surgical unit. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. No additional information is available. (User interface module master software version is 5.09.90 - colleague 2006; remediated)

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. The reported condition of failure code 703:00 was confirmed in the device event history but was not duplicated through testing. The root cause was determined to be a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional information becomes available.